Event description:
It was reported that the insulin pump had an unresponsive keypad after the device had been dropped on concrete. The blood glucose reading was 200 mg/dl. The customer stated that the device holster broke and that there was a crack on the opposite side of the reservoir. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.